Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all atrial fibrillation (af)/atrial tachycardia (at) therapies were programmed off due to the right atrial (ra) lead position check failure. It was further reported that the ra lead and right ventricular (rv) lead exhibited undefined high impedance measurements. Both leads remain in use. No patient complications have been reported as a result of this event.